Event description:
The company received a report where the customer stated that failure to ventilate using the tube. Caller reported that the inner cannula came loose on the tube and this occurred immediately following intubation. The caller confirmed the extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
Recall z-2174-2012 was initiated for models shiley 8lpc and 8fen that have had volume leakage and/or disconnection between the inner and outer cannulae. Additionally, a corrective and preventative action was initiated to document the investigation efforts related to the root cause for the reported failure.